Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedances, and was confirmed to be fractured. A clinical review showed a ventricular lead warning on (B)(6) 2014, with impedance values varying widely. There were also many ventricular high rate episodes showing noise on the rv lead. It was further reported that the patient experienced episodes of pre-syncope. The lead was capped and replaced. No patient complications have been reported as a result of this event.